Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The infusion set had a bent cannula. He had a high blood glucose level of 210 mg/dl. Customer had issues with three reservoirs and infusion sets. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.